Event description:
Patient allegedly received an implant on (B)(6) 2009 via left common femoral vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). The device was successfully retrieved on 30jun2009 and a bard g2 filter was placed on (B)(6) 2009. The patient is alleging tilt and one strut extending into the right renal vein. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2009, ¿one or two of the tags of the inferior vena cava (ivc) filter are noted extending into the right renal vein. This accounts for the tilting of the filter¿. Per an angiogram dated (B)(6) 2009, ¿there is residual thrombus in the lower two-thirds of the infrarenal inferior vena cave. The implanted inferior vena cava filter has been placed suprarenally. One of its legs extend into the right renal vein. As a result the catheter is tilted toward the left side.¿ per a venogram of ivc dated (B)(6) 2009, ¿the celect filter is tilted toward the left. One of its legs extends into the right renal vein. A cook cava filter retrieval set was utilized for this procedure. The hook of the celect catheter was snared without difficulty. The filter was removed through the sheath without complication.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, b7, d1, d4, d7, g5, h1, h4, h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: tilt, strut extends into right renal vein. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported strut extends into right renal vein is directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No other complaints on lots. Product is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook celect filter on an (B)(6) 2009". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.